Event description:
It was reported that during an unspecified procedure, the hypotube of the quantum maverick monorail balloon catheter kinked and subsequently broke during advancement. The device was removed and the procedure was successfully completed with a different balloon. No patient injuries or complications were reported. Patient status is reported as ''okay." Additional information reagarding this event has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.